Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation approximately on (B)(6) 2019. Patient attempted to charge the ipg but external devices wouldn¿t communicate with the ipg. Manufacturer¿s representative met with the patient and troubleshoot the issue using another charger however, the issue continued. In turn, surgical intervention may be pending to address the issue.